Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to insert could not be replicated in a testing environment as it was based on operational circumstances. The reported resistance closing the foot could not be tested due to the condition of the returned device. The reported foot break was observed as a separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the pre-close technique was not performed using a sheath size greater than 8f. The electronic proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique is required. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was closure of the right common femoral vein using a proglide after an interventional pulmonary vein isolation procedure. Punctures were performed in three sites using 5f, 8f and 8.5f sheaths. The physician commented that the access sites were close in proximity. Reportedly, an attempt was made to advance the device in the 8.5f site; however, there was resistance experienced when inserting the device. Therefore, the device was removed and the 8.5f sheath was re-inserted. The same proglide device was successfully inserted in the 8f site. Although the foot was deployed, it was retracted with resistance. The same device was able to continue to be used and hemostasis was achieved with the sutures of the this device. Although hemostasis was achieved with the same device, it was noted that the foot was broken. It was confirmed there was no foreign object left in the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.